Event description:
The reporter contacted animas on (B)(6) 2012 stating that the ok keypad button was intermittently unresponsive and required multiple presses to elicit a response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case in a pocket and the pump was cleaned with a damp cloth. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses to engage. Evidence of contamination was found under all button contacts.